Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches"), back pain ("back pain"), infection ("infection"), dyspareunia ("painful intimacy"), alopecia ("hair loss") and dysgeusia ("metal taste") and was found to have a pregnancy with contraceptive device ("pregnant with twins full terms delivery"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, pregnancy with contraceptive device, headache, back pain, infection, dyspareunia, alopecia and dysgeusia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, headache, infection, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches"), back pain ("back pain"), infection ("infection"), dyspareunia ("painful intimacy"), alopecia ("hair loss") and dysgeusia ("metal taste") and was found to have a pregnancy with contraceptive device ("pregnant with twins full terms delivery"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, pregnancy with contraceptive device, headache, back pain, infection, dyspareunia, alopecia and dysgeusia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, headache, infection, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.